Manufacturer narrative:
D10 - date returned to manufacturer - 01/20/2020. H10 - testing could not confirm the customer complaint of the device continued pumping even after the cartridge was empty. The pump passes the self test. Performed a protocol of 200ml/hr @ 20ml on line a. While device was pumping the I/v primary was disconnected from fluid bag to allow air to enter tubing line. As air filled the cassette, the proximal air alarm was displayed and an audible alarm was given, pump stopped pumping. Performed same protocol with both b and a lines pumping piggybacked with same results. Complaint was not duplicated.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not been received.

Event description:
The event occurred on an unspecified date involving a plum 360 pump that was reported to continue pumping, even after the cartridge was empty and air almost reached the patient without alarming. There was no adverse event and no delay in therapy reported.